Manufacturer narrative:
Initial reporter: occupation is lay user/patient. The meter and test strips were requested for investigation. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr qc 2: 5.1 inr qc 3: 5.1 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The 5.7 inr result alleged by the customer was not observed in the meters patient result memory. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). The meter result was 5.7 inr. The customer retested within 10 minutes and the result was 4.1 inr. The customer has a therapeutic range of 2.0-3.0 inr.